Event description:
The customer reported that the system would not start up, no boot. There is no report of injury or death associated with the event described in this complaint.

Manufacturer narrative:
A ge svc rep performed an on site investigation. The ipc 1000 board and the software upgrade were installed during the svc call. The system was tested and found to be working as intended and put back into svc.